Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. A revision procedure was performed and the lead was repositioned. After repositioning the lead, the shock impedance measurements were greater than 125 ohms. When removing the proximal coil from the configuration, the shock impedance measurements were 70 ohms. A 21 joule shock was delivered and converted the patient with shock impedance measurements of approximately 56 ohms. The physician decided to leave the lead as the defibrillation threshold testing was successful. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.